Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator paddle charge and recharge buttons were not working. There was no adverse patient impact.